Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the ventricular setscrew was tightened and it was impossible to unscrew that setscrew. Attempt to unscrew with another screwdriver was performed, but failed. Because tight connection was confirmed (through pull test), the device was kept implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Metholabeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot (lot no. 2320). Consequently, this hypothesis is rejected for this specific device. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.